Event description:
It was reported by the rep that the scissor insulation peeled after the case. There was no pt consequence. 04/10/2000 devices (unk and 1seal) both had torn gaskets. 04/18/2000 unk device was identified as a 511sl, changed product specific.